Manufacturer narrative:
The date provided in event is an estimate as the exact date of occurrence was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported six false negative results with the binaxnow covid-19 antigen self-test performed by herself on multiple days. This MFR. Report addresses test three of six . The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date on a nasal kitted swab. Additional testing was performed on an unknown date via flow flex rapid antigen test generating a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212527 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 212527, test base part number 195-430wl/ lot: 209979. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 212527 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported six (6) false negative results with the binaxnow covid-19 antigen self-test performed by herself on multiple days. This MFR. Report addresses test three (3) of six (6). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date on a nasal kitted swab. Additional testing was performed on an unknown date via flow flex rapid antigen test generating a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.